Manufacturer narrative:
Insulin pump had unresponsive blank screen due to moisture damage on the electronic assembly. The motor had moisture damage. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and selftest due to unresponsive blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had blank display. Customer¿s blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting and the display did not return. Customer state that the contacts on the battery cap are neither missing nor damaged. The insulin pump will be returned for analysis.